Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/8/2020. Additional information: d4, d10, h4, h6. A manufacturing record evaluation was performed for the finished device lot number pbp2697, and no non-conformances related to the reported complaint condition were identified. Additional h3 investigation summary: eleven unopened samples of product code w8718, lot # pbp297 were returned for analysis. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no pull off - suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date in (B)(6) 2019 and suture was used. During the procedure, after first penetration on vessel the needle and the suture was separated like a control release suture. There was a minimal delay during the procedure. There were no adverse patient consequences reported.